Event description:
It was reported that the pump exhibited a system failure message. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: one device was returned for analysis. Visual inspection showed the pump was in good condition. The tamper seal was not removed. Review of the event history log (ehl) showed ?primary audible alarm post." The device was powered on and an audio test was performed as part of the functional test and the reported issue was not duplicated. All speaker readings were within the required specifications. No reported issue was found. A service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3 unknown.